Event description:
The customer called to report that she had experienced high bgs (251-500 mg/dl) within the first day of activating the pod. Multiple correction boluses, as well as manual insulin injections were administered which were ineffective at lowering her bgs. A kink was seen in the cannula, though no blood was noted. The pod was deactivated and, upon removal, a large amount of insulin was seen at the insertion site. The pod was thrown away and will not be returned for eval.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.